Event description:
The mother reported via phone call that the customer experienced high blood glucose. The mother reported the customer's blood glucose was between 400 mg/dl and 490 mg/dl. The mother reported performing infusion set changes, reservoir changes and insulin changes, but the customer's blood glucose would not decline. It was also found the customer had a small presence of ketones from their blood glucose. It was also reported the customer had a no delivery alarm when they attempted to prime and rewind the insulin pump. The mother declined to troubleshoot for the insulin pump and requested a replacement insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.